Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took the sensor out it was missing the electrode. Customer's blood glucose value was 6.7 mmol/l. The customer was assisted with troubleshooting. The customer stated that one of their sensors did not had an electrode and customer noticed as they connected the transmitter several times without it blinking when attached to the sensor. The customer also stated that the transmitter blinks when taken off the charger. The device will not be return for analysis.